Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that there were insertion issues due to no stability where the guided surgery was unsuccessful at forging stability beyond the tooth apex. The implant could not be placed.